Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected, needle holes were noted in the needle chamber. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; no issues found. A review of manufacturing records was not possible as no lot number was provided. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas in-line with siphon guard was occluded after implantation. The valve was implanted to the patient; however, date of implant and initial setting are unknown. The surgeon suspected valve obstruction. The revision surgery was performed via vp shunt. There was no adverse consequence to the patient. No further information was provided by hospital.